Manufacturer narrative:
Mfrs investigation: device return: two used/partial 011-46107-16 single line mtg. Kits were returned. Visual inspection and analysis of the ¿as-rec¿d¿ components/partial kits identified the spin collars were damaged and separated from the tubing connections. Engineer analysis: the results recorded the male luers were broken at the tabs of the spin collar which caused the spin collar to pull free from the luer, and caused the luer to be pulled out from the connection. Although not always repeatable, previous investigations of these types of component damages/breakages have documented that if the components were exposed to excess/prolonged alcohol solutions and mating techniques employing excess or unintended force it was possible to push the tabs of the rotator onto the locking fins on the luer slip spreading the tabs and causing them to break off from the rest of the rotator. Although the exact cause(s) are unk, the MFR is continuing to evaluate design and material options with their component vendor to address these types of issues. Conclusion: visual analysis of the ¿as-rec¿d¿ partial kit components verified the reported product issue. The cause(s) of the problem(s) were determined to be a result of incorrect usage. This report has been communicated to the facility and distributor reps. Add'l model #: 46107.

Event description:
International complaint (B)(6) rec¿d reporting multiple incidents where component (spin collar) breakages occurred with use of 011-46106-22; 011-46107-16; 011-46107-17 transpac IV mtg kits. The report states "spin collar totally disintegrate or broke off¿" the facility clinician described one incident where the "¿radial arterial set¿apparently broke and they needed to insert a new femoral line to replace it. It looks like the luer end that screws onto the cannula has broken off." Although f/u inquiries confirmed there were no serious injuries, adverse pt consequences there was one incident where an unscheduled undefined medical procedure was required. The monitoring kit devices were pre-tested and in use less than 2 days. The devices were changed out/replaced with no further problems encountered.